Manufacturer narrative:
A medtronic representative (rep) went to the site to test the equipment. The rep noted that the mobile viewing station computer was replaced. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a user issue. This issue was documented in a software known anomaly tracking database.

Event description:
Information was received regarding an imaging system used during a spinal fusion procedure. It was reported that the system became unresponsive after taking a radiographic image. The system would display the status bar when transferring the exam, and then the viewing station would become unresponsive to user input. The site rebooted the system and took another spin to finish the procedure. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information was provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The computer for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that the front cover was damaged. However, it was noted that the reported issue could not be replicated.